Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the pressure is too low. The customer reported the device was not in use on patient.

Manufacturer narrative:
The customer reported that the unit serial number is (B)(4). The customer reported that during the exhalation port test, the test failed and the screen display ¿pressure too low ¿. The customer reported that the connection of pev valve and tubing was corrected, the test was repeated and the test passed.